Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified the lot met all pre-release specifications. Patient medications include but are not limited to: asprin, loratine, rivaroxaban. The instructions for use (IFU) for the gore® excluder® lliac branch endoprosthesis (ibe)states, adverse events that may occur and / or require intervention include, but are not limited to: endoleak, aneurysm enlargement.

Event description:
The following details were reported to gore: on (B)(6) 2016, this patient underwent endovascular treatment for an infrarenal abdominal aortic aneurysm measuring 33.3mm in diameter and a right common iliac artery aneurysm (rcia) that ranged 48.9mm - 54.1mm in diameter. The patient was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system, and gore® excluder® iliac branch endoprostheses. The patient tolerated the procedure with no reported endoleak or complications and was discharged on (B)(6) 2016. On (B)(6) 2016, the patient underwent reintervention and three gore® viabahns endoprostheses were implanted to extend coverage of the hgb device distally in the riia and successfully resolve the endoleak. It was reported that the cause of the distal type I endoleak was due to insufficient coverage distally into the riia at the time of the original procedure.